Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed away during the implant procedure. While attempting to implant the lead, the lead was fixed to several positions but the parameters were not ideal. When re-implanted the lead to a new position, the patient's heart "broke." The patient passed away after an emergency rescue was attempted. Additional information was requested and not provided.